Event description:
It was reported post-op that from a hammertoe procedure, the pin was protruding out of the patient`s toe. Original dos: (B)(6) "3010". Surgery: 4th hammertoe, healed, but pin removed because it was protruding out of toe.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review cannot be performed as the lot number was unknown. Likely causes of this type of event include failure to counter-sink the pin far enough below the distal cortex. Also, per device directions for use ((B)(4)), postoperatively, until healing is complete, the fixation provided by this device should be protected and the post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant, otherwise loosening, fracture, or migration of the pin may result. In addition, absorption of biodegradable implants begin at implantation as a result of normal hydrolysis of the implant. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.